Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas about another issue and during the course of that conversation mentioned that during the last two weeks, she had been hospitalized to rule out a blood clot. The patient is a poor historian, is taking seroquel, and has a history of hypoglycemic syncopal episodes. She alleged the following: she had "passed out in her bath tub for 3 days" and was found on (B)(6) 2013. She was transported to the hospital via ambulance and evaluated for a blood clot. The doctors were not concerned about her blood glucose, and her bg was 110/mg/dl at hospital. She was admitted, no blood clot was found, and she was released. Her bg at the time of this call was 130 mg/dl. The pump was off during her hospitalization, and the time and date were not corrected when she resumed pumping. Customer technical support (cts) review of suspend, bolus, and alarm history found no issue other than dates being off. Cts informed patient that no defect was noted with pump, and advised her to contact her health care provider when office opens to request review of settings. There is no allegation of pump malfunction. This case is being reported as a possible hypoglycemic episode cannot be ruled out as a contributor to the patient "passing out" while on the insulin pump.